Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed a pressure module defect alarm post procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported failure and replaced the pressure module. Subsequent testing did not identify any further issues. Sorin group (B)(4) requested the replaced device to be returned for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed a pressure module defect alarm post procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed a pressure module defect alarm post procedure. There was no report of patient injury. A sorin group field service representative replaced the pressure module and returned the replaced device to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any abnormalities or defects. The unit was connected to the s5 test bench and the pressure module was not displaying. The module was opened up and the +12/-12v voltage was found to be fluctuating. Multiple electronic components were tested by the source could not be identified. Sorin group (B)(4) determined that the cause of the error was a defective output component on the dc/dc converter. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.